Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements during implant testing. The device was reprogrammed and shock impedance measurements were within range. This device was successfully implanted. No adverse patient effects were reported.